Event description:
Caller stated, the patient tested 4.0 inr on the coaguchek system and 2.8 inr on a comparison lab. No action was taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent. Comparison performed in a medical facility.